Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons of impingement.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons of impingement.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and match the alleged failure mode. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows, that there is no loosening or migration visible. The talus seems to have contact to the joint line of the medial and the lateral malleolus and thus makes an impingement likely. The underlying cause seems to be either an improper planning or selection of the size of the talar component. This would be assessed as a treatment related factor. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. Although the issue is most likely due to a treatment related factor, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.